Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient side manipulator (psm) arm involved with this complaint and completed the device evaluation. During failure analysis, patient side manipulator (psm) arm testing confirmed no functional issue. The psm arm passed testing specification. The axis 3 motor was proactively replaced. After replacement, the psm arm was tested, operated with no further issue and was restored to full specification.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted retzius sparing prostatectomy surgical procedure, multiple recoverable error code 23017 was displayed. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that the system could turn on normally without any error. User indicated that the error fault was on patient side manipulator (psm) 1. Tse recommended troubleshooting by trying to reboot the system and check the sterile adaptor, change psm 1 position. No troubleshooting was performed. The user continued with the procedure using the same system with no other issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed the occurrence of the error. Isi followed up with and confirmed with the fse that the issue with the psm arm will be persistent and a replacement was required. Fse replaced the psm arm to resolve the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the psm; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.